Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at the implant incision site and was treated with oral antibiotics (specific date and duration not reported). The patient also underwent two revision surgeries (irrigation and drainage) (specific dates not reported). Subsequently, the device was explanted on (B)(6) 2024 and it is unknown if there are plans to reimplant the patient with a new device as of the date of this report.